Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported white foreign material was observed in two 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from april 17, 2019 - april 18, 2019. H10: two (2) actual samples were received for evaluation. Unaided visual inspection was performed for both samples which observed white floating foreign matter inside the fluid pathway on the first sample and white foreign matter taped to the outside front on the second sample. No foreign matter or damage was observed at the fill port connector and cap threads of both samples. The foreign matter was further analyzed using fourier transform infrared (ft-ir) spectroscopy and determined to be composed of an acrylonitrile/butadiene/styrene (abs) polymer. The reported condition was verified in both samples. The cause of the reported condition was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.